Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Event description:
It was reported that the pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
D4: device serial number updated: (B)(6). H4: correction: manufacture date of the device: 03-mar-2021.

Manufacturer narrative:
Other, other text: b5: additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated as device passed all functional tests including calibration during the functional testing. The recommended preventative measure was to replace the downstream occlusion sensor. Root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections: d4: model number 2120.